Event description:
It was reported that the customer was hospitalized. There was an emergency room visit due to high blood glucose of 357 mg/dl with ketones. The customer was released when the blood glucose readings decreased. The customer was wearing the insulin pump at the time of the emergency room visit but no longer uses the device. The caller stated that the sensor had not been accurately detecting the customer's high blood glucose level and they alarms have been so disruptive that the customer was unable to sleep and has missed work. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.